Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed that the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off and bare wire was exposed. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Root cause for the insulation damage to the conductor wire was attributed to a component failure. Verification of the event details cannot be performed via system logs because onsite connectivity was not available at that time. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was observed to have a spontaneous cable defect. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the reporter: the silver cable was broken and there was a delay of 5 minutes.